Event description:
The customer reports that the technician selects the wrong account number off the modality worklist. The images are detached under image management and the exception is then deleted. At a later time, the correct patient arrives and the same account number that was selected incorrectly is selected again for the correct patient. The correct images are sent to pacs. Somehow the prior incorrect images reappear even though they were deleted. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the evaluation is complete. (B) (4).